Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1+. Then, the tricuspid valve was treated with two clips successfully. The patient was confirmed to have a good outcome and was discharged the next day. No additional information was provided.